Manufacturer narrative:
The technician found the account failed to cancel the bed exit alarm. The technician zeroed out the bed scale and reset the bed exit alarm to resolve the issue.

Event description:
The account alleged the bed exit was not setting. No patient impact.